Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of developing blisters was confirmed. A us distributor reported that a patient had developed blisters under the lifevest where the electrodes and te pads are. The area was described as open skin wounds, and red welts. The patient also reported that the lifevest is too heavy, and her shoulder, neck and back hurts due to its weight as well the patient had used an over the counter medication for the irritation, but the irritation did not improve. As multiple attempts to reach the patient were unsuccessful, the final medical outcome of the irritation is unknown.